Manufacturer narrative:
Based on the provided information, there is no indication of a malfunction of the MRI system or coil used that contributed to the injury. The blister that was observed on the left upper arm of the patient is consistent with heating injuries caused by close proximity to the bore wall. It was stated that the patient was not touching the bore wall and that arm boards were used to prevent contact with the bore wall but considering the size of the patient it is concluded that the patient's upper left arm must have been very close or touching the bore wall. The arm boards mentioned are designed to keep the patient's fingers away from the edge of the table and are normally positioned near the hands, not near the upper arms. Contributing factors in this case are: the temperature of the examination room was too high. The patient was obese. The thermoregulation of obese patients is known to be impaired. The risk of rf energy-related injuries is higher in patients with impaired thermoregulation.

Event description:
Philips received a report about a heating incident with the nvc head coil on an ingenia 1.5t. After the examination a blister was observed on the patient's left upper arm.